Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that upon post-operation interrogation a red screen was observed on the programmer before it could be reviewed. Boston scientific technical services (ts) discussed how to print a follow-up report that would contain a summary. Upon printing a follow-up report it was found that the red screen was an alert for temporary memory corruption in the device firmware. Ts explained the issue was self-correcting and advised ensuring proper device function with follow-up. Subsequent interrogation of the device found that the issue had resolved and no further assistance was required. No adverse patient effects were reported. This device remains in service.